Manufacturer narrative:
--

Event description:
Additional information was received that the patient with this device system endured a fall. During a follow up appointment, the device demonstrated failure to capture at maximum output. Left ventricular (lv) lead pacing impedance measurements were greater than 2,000 ohms. A revision procedure was performed and the device was unable to be interrogated. The lv lead was surgically abandoned and the device was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high threshold measurements so the physician opted to program the lead off. Over three and a half years later the physician's office notified the field representative that the remote home monitoring system had issued an alert for high out of range pacing impedance measurements on the lv lead. The field representative stated that since the lead was programmed off the physician will continue to monitor the patient. No adverse patient effects were reported.